Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. The device was not returned for evaluation. The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The reporter stated that treatment completed (pemetrexed and pembrolizumab), line flushing with n/s, noticed leaking on bluey around filter, approx 5cm in diameter. Infusion stopped, line discarded. The event occurred during infusion. The customer also stated that the fluid leaked for 5cm diameter noted on bluey. The flow rate was pemetrexed 600ml/hr with saline flush 999ml/hr. Drug administered was pemetrexed followed by nacl flush.